Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The picture showed that the jaw liner had melted and deformed during use. The reported condition was confirmed. The investigation identified a damaged jaw liner. Jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt. The investigation identified the cause of the reported event to be user error. The instructions for use(IFU) warns: do not activate the instrument with the clamping jaw closed unless issue is present. This could damage the device jaws and cause injury to the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pre-operative demonstration, the clinician tried the new device, activating first with the jaws open and closing them. The heat melted the teflon and the device did not give any alarm. The photo submitted showing that the jaw liner was melted. There was no patient involvement.